Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The dso seal was replaced to address this issue.

Event description:
One device was received for evaluation and a detached downstream occlusion seal was identified. There was no patient involvement.